Manufacturer narrative:
This follow-up is being submitted to correct data in field h4 device mfg date (from 11/5/2019 to 11/5/2018.

Manufacturer narrative:
An interim device evaluation was provided on (B)(6) 2021. Review of tracking and trending for the alinity s system did not identify any trends for false nonreactive results. A review of the as1119 service history identified no contributing factors to the current complaint. There have been no subsequent tickets related to potential false non-reactive results on as1119. A review of historical data of alinity s anti-hbc for lots 13224be00 and 18391be00, including complaint activity and customer release testing (crt) was performed. Both lots met release criteria and no complaints have been received for false non-reactive results with either lot number 13224be00 and 18391be00. The review of the service evaluations and results documented in the ticket text indicate the instrument is operating as intended since the execution of troubleshooting activities. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. In summary, this ongoing investigation does not indicate any systemic issues pertaining to the alinity s system. No issues have been identified to date that would indicate a deficiency. This is an interim investigation only. A follow-up report will be submitted when the full investigation is completed. Section h4 device mfg date corrected from (B)(6) 2019 to (B)(6) 2018 h3 other text : device evaluation in processes but not yet completed.

Manufacturer narrative:
This follow up is submitted to populate fields d8 and/or h6 with data that had previously been provided in field h10. There is no change to the content of the data.

Manufacturer narrative:
H6: health effect impact code: f26 correction to section g3, report source to include foreign correction to section (h10). H6 health effect impact code was changed to f24

Manufacturer narrative:
H6: health effect impact code: f26. H6: component code: g03001. D8: was this device serviced by a third party? No. The full investigation was completed for false non-reactive results when using alinity s system, serial number as1119. During testing of external cap samples on alinity s systems as1094 and as1119 using alinity s anti-hbc reagent, list number 6p06-55, lot 18391be00, discrepant results were observed between the instruments for two specific cap samples. In parallel to the troubleshooting, archived samples, which were previously tested on as1119 were re-run on as1094 to confirm the results. Within this process, four donor samples were identified that were originally non-reactive on as1119 but reactive upon retest on as1094. The abbott ambassador performed troubleshooting on the affected instrument (as1119) including checking the calibration and controls, the sample probes, the wash zones and cleaning and lubricating the optics barrel. Further, the ambassador ran precision and accuracy tests which all passed. After troubleshooting, the cap samples were re-run on both instruments and results were concordant. The troubleshooting performed by the abbott ambassador with the guidance from abbott alinity s engineering and global services and support teams demonstrated that as1119 is functioning as expected and all the verifications post troubleshooting and sample testing passed without any indication of a problem with the system. Upon completion of the investigation, no systemic issue or deficiency with the alinity s system for serial number as1119 was identified.

Manufacturer narrative:
Completed information: patient identifier: (B)(6). Patient information: no further patient information was provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Note: see cross reference MFR numbers 1628664-2021-00003-00, 1628664-2021-00002-00, and 1628664-2021-00001-00.

Event description:
The customer observed false nonreactive alinity s anti-hbc results for four donor samples during troubleshooting of the alinity s system (serial number (B)(4)) for results generating lower rlu values compared to another alinity analyzer (serial number (B)(4)). The customer noted a discrepancy with cap results between the two instruments and retested 1,000 donor samples on (B)(4) that generated nonreactive alinity s anti-hbc results on (B)(4) that were already released. The following data was provided (units of measure = s/co), reference range: >/= 1.00 s/co = reactive, initial results were generated on reagent lot 13224be00 and repeat testing results were generated on reagent lot 18391be00): on (B)(6) 2020 unit (B)(4): initial (released) result on (B)(4) = 0.30, repeat testing (B)(6) 2021 on (B)(4) = 8.70, repeat testing on (B)(4) = 8.06, 7.98. Additional laboratory data provided: nat (cobas taqscreen mpx test) = nonreactive, anti-hcv = 0.03, hbsag = 0.19 the donor provided another sample for additional testing (sid (B)(6)): (B)(6) on pp1 = 8.55, 8.55, 8.43; (B)(4) on pp2 = 8.20, 7.95, 7.95; (B)(4) = 7.79, 8.44, 8.58; anti-hbs = 39 miu/ml the donor unit (B)(4) was released from the laboratory for transfusion. There is no known information about transfusion or potential patient impact.